Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the monitor was unable to display the live image. A review of the system logfile found a main power issue. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live image. No harm to the patient or user was reported. Philips has started an investigation of this complaint.